Event description:
It was reported that when the patient tried to send the transmission after receiving vibratory patient notification alert, the transmission failed. Device rf issue was suspected, and an inductive transmitter was sent to the patient. When transmission was sent to clinic via inductive transmitter, alerts for device at eri, eos and bpa were noted. Premature battery depletion was noted. There was also an alert for right ventricular lead impedance greater than upper limit. Right ventricular lead exhibited high, out of range, pacing lead impedance and high capture thresholds. Lead was capped and replaced on (B)(6) 2019. Device was also explanted and replaced. Patient was stable and was discharged home. Related manufacturer reference number: 2938836-2019-04796.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.